Event description:
It was reported that this lead was an attempted implant due to helix issues and tissue in the helix. A different lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Amendment: per additional information from the sales representative, the lead was attempted due to helix issues. This is no longer reportable. Please discard report 2124215-2023-71963.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance issue. A different lead was used to complete the procedure. No adverse patient effects were reported.